Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process.the internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 7/29/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in its original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and the lens was received cut in half with a detached haptic, which is consistent with a lens that was handled during removal and replacement. Dimensional inspection was performed on the remaining haptic (haptic width and thickness) and measured within specifications. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and removed during the same-day procedure due to lens not centering. Lens loading was not problem and haptics/ optic all in tact. The incision was slightly enlarged to remove the lens, and sutures were required. The replacement lens was a non-johnson & johnson iol. There were no other complications. The patient is doing fine. No additional information was provided.